Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant, the physician was unable to position a right atrial (ra) lead in a location where they could get acceptable thresholds. The lead was explanted and another lead was attempted. The physician was unable to position the second ra lead in a position where they could get acceptable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.